Event description:
It was reported that a pt with an interstim device experienced shocking sensations. The pt was at the court house and notified security that she had an ipg implanted. Security used a wand and went over the device with it multiple times, which resulted in shocking sensations. The pt felt her teeth clench together and her foot jolted. She also felt a hit in the head and subsequently vomited. She also feels like she has "cigarette burns all over her back". Further info is being requested from the hcp.